Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the position of the right tip being lateral and potential erosion. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion codes.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the position of the right tip being lateral and potential erosion. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.